Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the contact stated the fill estimate was inaccurate. The customer's blood glucose level was 466 mg/dl. The customer administered a manual injection. Troubleshooting with tandem customer technical services determined the pump functioned as intended.